Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing a blood glucose (bg) level above his target level (190 mg/dl) and a correction bolus was delivered to address the bg level. The customer changed out the infusion set site twice. During troubleshooting with tandem customer technical support (cts), air bubbles were observed in the tubing. Cts advised the customer to prime out the air bubbles.